Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had been placed in the lesion site and hence was not returned for analysis with the device. The balloon appeared to have solidified contrast media contained within the balloon chamber. Crimp markings associated with stent placement were evident on the surface of the balloon located between the distal & proximal markerbands. The bi-component bond, the port bond, the mid-shaft bond and balloon proximal weld site were visually checked for any evidence of kinking, stretching, tensile strain, torsional strain and compression failure of the shaft walls. No damaged was noted. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Under microscopic examination there was no evidence of scratches or damage to the wall or cone sections of the balloon, however microscopic visual examination was initially restricted and limited because of solidified solids adhered to the inner side of the balloon wall. A product mandrel was inserted into the port bond skive to support the lumen during inflation of the balloon. An inflation device used to inflate the device so as to determine the course of the fluid was taking within the balloon lumen and to clarify if there was any apparent obstruction to the inflation lumen. An attempt to inflate the device with the fluid was unsuccessful due to the presence of solidified contrast medium inside the inflation lumen. The device was placed in a heated waterbath for 24 hours in order to dissolve the solidified contrast media inside the device. As a result it was possible to successfully inflate the balloon to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were noted and the balloon maintained a constant positive pressure with no evidence of leaks through the tip of the device, the port bond or any of the associated balloon component bonds. The inflation device pressure was reduced and the balloon deflated successfully within the maximum performance time. The inflation device was verified before and after use with a calibrated pressure gauge. It was possible to inflate and deflate the device per specification once the material observed in the balloon and balloon lumen was dissolved/removed. There were no manufacturing or design issues noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in the mildly tortuous unspecified vessel. An encore inflation device was used. After a 2.25mm x 24mm promus element¿ plus stent was advanced and deployed at nominal pressure, the stent delivery system (sds) balloon was unable to be deflated. The inflation device was used to gradually deflate the sds balloon enough so that the device could be withdrawn into the guide catheter. The device was able to removed from the patient with the sds balloon almost inflated and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was further reported that the target lesion was located in the moderately calcified proximal left anterior descending artery. The 2.25mm x 24mm promus element¿ plus stent was deployed at 12 atmospheres for 15 seconds. It took 1 minute to gradually deflate the stent delivery system balloon (sds) using the encore inflation device. Post dilation was performed with an unspecified balloon catheter using the same inflation device. No patient complications were reported.

Event description:
It was reported that deflation issue occurred. The target lesion was located in the mildly tortuous unspecified vessel. An encore inflation device was used. After a 2.25mm x 24mm promus element¿ plus stent was advanced and deployed at nominal pressure, the stent delivery system (sds) balloon was unable to be deflated. The inflation device was used to gradually deflate the sds balloon enough so that the device could be withdrawn into the guide catheter. The device was able to removed from the patient with the sds balloon almost inflated and the procedure was completed. No patient complications were reported and the patient's status was good.